Manufacturer narrative:
Diopter corrected to " -16.50/+3.5/108 (sphere/cylinder/axis) " common device name: corrected to: phakic toric intraocular lens, product code: qcb claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.; (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+3.5/180 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. The surgeon notes excessive vaulting. Reportedly, the lens remains implanted.